Manufacturer narrative:
The device referenced in this report was not returned for evaluation. The root cause cannot be conclusively determined. However, the customer returned the distal end cover for evaluation. The returned distal cover was in a normal condition without any broken parts. Therefore, it is considered that the distal cover was not pushed on all the way while during attachment, which was not correctly attached. As a result, the distal cover was not securely fixed to the scope, which eventually led to detachment due to contact with the body cavity during use. The device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Investigation activities have been opened to manage actions related to this report and any required MDR reporting.

Event description:
A user facility reported to olympus that at the end of a diagnostic endoscopic retrograde cholangiopancreatography, the single use distal cover of the evis lucera elite duodenovideoscope was caught on the mouthpiece and fell into the patient's mouth. After re-inserting the scope, the cover was collected immediately. There were no health hazards. This is related to patient identifier number (B)(6) which was reported under MFR. Report number 8010047-2021-04782.